Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the product. Visual inspection found the lens haptic bent/stretched out. Dimensional inspection found the lens within specifications. (B)(4).

Manufacturer narrative:
Claim# (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -13.5/4.0/085 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2024. The patient experienced low vaulting. On (B)(6) 2024 the lens was explanted. This resolved the problem. The cause of the event was reported as unknown.